Event description:
A physician reported a patient with small uncut area from the edge in the right eye during a lasik surgery. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. Requested sir (service installation record) and clarification about whether both eyes are involved, but this information has not been provided. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap for right and left eye is thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause could be determined for the reported event. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. Only the right eye was affected for this patient. Physician managed to complete the case by opening the flap normally. No information about the current patient condition. The report of patient's left eye (1892201) will be close-cancelled.